Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for damage (scratch) with the incident lot was observed, however not glass breakage (cracking) was not observed additionally, evaluation/testing of the customer samples was performed and damage (scratch) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 3 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate were found cracked before use. The following information was provided by the initial reporter: "there are a total of 27 scratched tubes. 3 tubes seem to have a crack that extends down the length of the entire tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate were found cracked before use. The following information was provided by the initial reporter: "there are a total of 27 scratched tubes. 3 tubes seem to have a crack that extends down the length of the entire tube."